Manufacturer narrative:
Date of event: exact date unknown, event occurred 3 days before the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7087287/7086758.

Event description:
It was reported that the patient had an infection and was experiencing pain at the ipg site. The physician believed infection and pain were not procedure nor device related and hygiene was a factor of the infection. The patient underwent an explant procedure and was placed on antibiotics. The patient was doing well postoperatively. The explanted ipg and leads were discarded.